Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information this coil would not able to detach with instant detacher. When the coil was pulled about 3 centimetres, it was detached. The device prepared according to the instructions per the IFU. There was not any patient injury reported. No images available for review.

Manufacturer narrative:
B5: event description - additional information the axium coil will not be returned for evaluation as implant coil remains in the patient and pushwire was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information: the patient underwent embolization treatment for aortic aneurysm. It was reported that coil detached about 3cm inside the catheter and remain in the patient's body. It was reported that coil was implanted at the intended location but a little bit out of the aneurysm. Yes, continuous flush was administered during the procedure. Information unknown about how many time coil attempted to detach with instant detacher and manual method. The coil pushwire was discarded.